Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was observed that the device had corrosion and unknown material on it (internally- improper cleaning). It was determined that the electronic control unit was missing one of the safety discs on the contacts (normal wear). It was further determined that there were signs of corrosion and the contacts were corroded, the motor magnets were corroded and there were signs of immersion (improper cleaning). The assignable root causes were determined to be due to improper cleaning and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device and the battery casing device had lose connection with the buttons while being used together. According to the reporter, they attempted to clean off all the connectors and electrodes to ensure a good connectivity. The problem was sporadic, and did not happen on a consistent basis. It was reported that the device had been in use for approximately two to five minutes before the issue with the device was observed. It was reported that there was a ten minute delay for troubleshooting/switching the devices. A spare device was available to complete the surgery successfully. It was reported that the issue occurred in the sterile field. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the reporter, the device was tested after cleaning of the battery connection electrodes. However, the intermittent issue still occurred. The reporter indicated that there seemed to be a lose connectivity to the hand piece device even when it was not being pressed or used against the bone. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.